Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a metha cap . According to the complaint description a periprosthetic fracture occured post surgery. The patient was unable to perform activities of daily life therefore the device will be replaced. A revision surgery is necessary. Additional information has been requested but not yet received as of this report. The adverse event is filed under (B)(4) reference (B)(4).

Manufacturer narrative:
The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Based on the information provided and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a product or material failure based on the DHR files. Furthermore no further complaints are registered against the same lot number. According the 8d report no CAPA is necessary.